Event description:
The integra customer service reported on behalf of the user facility the following event. The surgeon reported overdrainage with osvii valves. Additional questions were requested.

Manufacturer narrative:
The device is not expected to be returned for evaluation. An investigation has been initiated based upon the reported info.